Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. It was reported that the patient expired. Although the cause of death was reported as unknown, the patient¿s outcome was not considered to be device or therapy related. Due to patient privacy laws, the customer declined to provide additional information related to the event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instruction for use (IFU), is currently available. Section 1 of the IFU ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2023. The cause of death was not provided. There were no device issues at the time of the patient outcome. The outcome was not considered to be device or therapy related.